Event description:
It was reported that the user experienced a brief sensor issue during which cgm readings dropped rapidly from 135 mg/dl to 66 mg/dl, triggering an alert; the user consumed soda to correct the low and later saw 170 mg/dl on the dexcom g7 app, while the ilet displayed an error and no readings until advised to wait for data to resume and to verify with a fingerstick at home. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included an unexpected medical intervention in the form of oral carbohydrate intake. Investigation included troubleshooting and user education regarding the brief sensor issue. Investigation of this case revealed no confirmed device malfunction, and the cause of the low reading and transient loss of cgm data remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.